Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was playing grass hokey and the hard ball hit the insulin pump. The device stopped working after the event, it had a blank display. Customer's blood glucose was unknown. No further information reported.